Event description:
It was reported that a device embolization and patient death occurred. A left atrial appendage (laa) closure procedure was performed. A 20 mm watchman flx laa closure device with delivery system (wds) was used. The procedure was completed successfully. Several hours post procedure the patient went into cardiac arrest and it was observed that the closure device had embolized. The closure device was removed during cardiac surgery and the patient passed away. No additional information is known at this time.